Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause was software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement.

Event description:
The facility reported a colleague infusion pump with a failure code of 12:602:1825:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 12:602:1825:0000 was confirmed, but not duplicated during product evaluation. The root cause of the reported problem was determined to be a communication error. No action was required to correct the reported problem, as the condition could not be duplicated. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.